Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("I had a hysterectomy but I still have one in me. I had the left one taken out") in a female patient who had essure (batch no. L2138-invalid) inserted for female sterilisation. In 1998, the patient had essure inserted. In 2004, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy on 2004). At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: action taken with drug taken as blank despite mentioned as product continued-yes, because consumer states that "had a hysterectomy but I still have one in me. I had the left one taken out." Lot number reported l2138 is invalid. Most recent follow-up information incorporated above includes: on 10-apr-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("I had a hysterectomy but I still have one in me. I had the left one taken out") in a female patient who had essure (batch no. L2138) inserted for female sterilization. In 1998, the patient had essure inserted. In 2004, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy on 2004). At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: action taken with drug taken as blank despite mentioned as product continued-yes, because consumer states that "had a hysterectomy but I still have one in me. I had the left one taken out." Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.